Manufacturer narrative:
The device is planned to be returned to olympus (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
A doctor at the user facility called the olympus engineer on (B)(6) 2021 to report: during colonoscopy, the endoscopic image was not displayed on the monitor screen, and white horizontal lines were displayed on the black screen in the image area. The monitor used was eizo rs111. The doctor gave the patient a sedative and could not complete the intended procedure because the endoscopic image was not displayed. There was no health hazard to the patient. No issues were observed with gastroscopy performed using the device prior to colonoscopy. The user checked the video system center cv-v1 with the olympus gastrointestinal videoscope gif-lv1 and the colonovideoscope cf-lv1l and found the same issue. Therefore, the user identified it as a malfunction of the video system center cv-v1.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. Due to a printed circuit board failure, the endoscopic image was not displayed on the monitor screen, only the lines were displayed. There were no burn marks and physical damage to the printed circuit board. Olympus medical systems corp. (Omsc) confirmed from the manufacturing history that the device was a product that conformed to the specifications. The reported event is most likely caused by deterioration of the main board with video processing capabilities, because more than 6 years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.